Event description:
According to the available information the device was explanted and replaced due to fluid loss.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. No functional abnormalities were noted with the pump. A group of striations, indicating contact with unshod instrumentation, was noted on exhaust tube of cylinder 1. This is a site of leakage. No functional abnormalities were noted with cylinder 2. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. Abrasion was noted on the detached connector/tubing. No functional abnormalities were noted with the detached connector/tubing. Based on examination, it was concluded that the observed separation in exhaust tube of cylinder 1 would have allowed the reported ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the device was explanted and replaced due to fluid loss.